Event description:
It was reported that the attachment heated up during a routine equipment eval at the user facility. There was no pt involvement, and no user injury or adverse consequences were reported.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A f/u report will be submitted when the investigation is completed.